Event description:
It was reported that the device indicated recommended replacement time (rrt) and then when the device was evaluated in the clinic 8 days later, the device indicated end of service (eos). The clinician questioned the short time between rrt and eos. It was also noted that the charge time was 11 seconds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. The device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).